Event description:
It was reported that during the implant the physician tried several positions for this lead, but inadequate capture thresholds were seen. The lead helix would also not extend after several repositioning attempts, thus a new lead was used. No adverse patient effects were reported. The lead will not be returned as it was disposed.

Event description:
It was reported that during the implant the physician tried several positions for this lead, but inadequate capture thresholds were seen. The lead helix would also not extend after several repositioning attempts, thus a new lead was used. No adverse patient effects were reported. Should this lead be returned analysis will be completed.